Event description:
Tip of reamer was stuck in the anterior cruciate ligament (acl) tunnel after it was drilled by surgeon. Removed by surgeon immediately when recognized after placing camera in tunnel.